Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a red itchy rash under the lifevest equipment. The patient reports a polyester allergy. The patient's physician prescribed dasselta tablets for the skin irritation. Outcome of the irritation is unknown.